Event description:
A caller reported that the t:slim x2 pump battery was not charging, despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level reported. Customer technical support instructed the caller to plug the wall adapter into a working outlet for at least 30 consecutive minutes to see if the pump would start charging, and the customer planned to follow up after trying this solution. Upon follow-up customer informed cts that new charging supplies did not work on old pump however they did work on the new pump. Charging issue resolved.